Event description:
The field service technician reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician found the rotor assembly was damaged. Based on a review of previous similar events, a damaged rotor may cause or contribute to heat. The rotor assembly was replaced and the device passed the final inspection before it was returned.

Event description:
The field service technician reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.